Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the device failed to establish communication with external devices. The ipg was deemed inoperable and patient lost therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient lost therapy due to ipg being inoperable was reported to abbott. No intervention is scheduled at this time. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.